Event description:
Surprisingly our country is selling products which are absolutely unsafe and harmful for children. I purchased the malem bedwetting alarm for my niece and my gift turned out to be a disaster for her. She got burnt on her neck as the battery door melted. The scars on her neck up till now worry us. We still apply medications recommended by her pediatrician. Such products are really harmful and should be removed from the market altogether.